Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No missing segment or partial display noted during testing. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had grey display making it difficult to see the screen. The customer¿s blood glucose level was 6.2 mmol/l at the time of the incident. The insulin pump will be returned for analysis.